Event description:
It was reported that this electrode was suspected to have fractured as it was oversensing noise. Testing of the electrode was able to reproduce noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was suspected to have fractured as it was oversensing noise. Testing of the electrode was able to reproduce noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted bubbles in the notch area next to the sense b electrode, however no abnormalities or cracks were noted. Electrical continuity and hipot testing were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.